Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a vibratory alert for hv lead impedance high and out of range. Pacing lead impedance, thresholds and sensing were stable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.